Manufacturer narrative:
The product has not been received for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that immediately following implant of this bioprosthetic valve, it was explanted and replaced due to paravalvular leakage (pvl) and because the leaflets not coapting properly. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was in a plastic specimen jar with no solution, wrapped in double zip lock bags. The valve was discolored; brown showing evidence of blood contact and/or the solution that the valve may have been placed in at the time of explant. All leaflets were in the closed position. All leaflets were stiff but slightly flexible possibly due to the receipt condition, blood contact and/or the decontamination process. All leaflets appeared intact. All commissures appeared intact. The hydrodynamic testing point was not collected because of the stiffness of the leaflet that was not fully opening. Therefore, the gradients were much greater than the historical testing data. The regurgitations were slightly smaller than the baseline. High speed video testing indicated that the leaflets appeared stiff and resistant to opening. A physical exam showed the valve was discolored and leaflets were extremely stiffened. The valve appeared to have been returned in formalin or exposed to some other chemical that abnormally stiffened the tissue. Leaflets fully coapted at all flow rates; just the opening function appeared impacted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Conclusion: investigation results indicated the cause of the pvl / coaptation cannot be determined due to the receipt condition of the valve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.